Manufacturer narrative:
The pipeline device has not been returned for evaluation. The reported event could not be confirmed and the event cause could not be determined.

Event description:
Medtronic received report that a pipeline did not open during a procedure. It was reported that the pipeline's "head part" could not open. The physician removed the pipeline and catheter from the patient. New devices were used to complete the procedure without issue. The patient is currently stable. There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.